Event description:
In 1981 I had anaplastic seminoma in the left testicle. The testicle was removed followed by radiation treatment. In 1990 I had seminoma in the right testicle which was removed followed by bilateral silicon prosthetic implants. I had a metastasized seminoma in the abdominal lymph nodes in 1991 followed by combination chemotherapy, vp-16, cisplatin and bleomycin. Somewhere around 2000, I noticed that the right implant had adhered to the scrotum. Around 2004, I started feeling a difference in the palpability of the two implants. The right one was definitely harder than the left. I complained to several doctors, but my concerns were dismissed. In 2006 I started getting small hard patches of skin primarily on the abdomen and arms, most have been burned off. Three CT scans spaced at two year intervals have shown a definite thickening shell around the right implant. It is now extremely hard and still adhered to the scrotum. In 2010 I had clear cell renal cancer treated with a partial nephrectomy. About a year and a half ago I had what was diagnosed as a genital wart burned off the shaft of the penis. Even though I am on androgel testosterone replacement, due to polycythemia when at higher doses, I take a small dose leaving me with very low libido. I have not had sex with anyone in nearly 10 years. My concern is that the genital warts was a misdiagnosis and is similar to the hardened skin areas possibly caused by an autoimmune reaction to the long term exposure to the silicon implant. I am also experiencing some recent hardening of the scar tissue from the groin incision to remove the left testicle from 1981.